Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported an infection was present at the ipg site and treated with oral antibiotics the patients scs system was explanted and patient was in stable condition.

Manufacturer narrative:
Date of event is estimated.